Event description:
As reported to coloplast though not verified patient implanted with restorelle mesh on (B)(6). Later the patient experienced erosion resulting in the mesh being explanted.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.